Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.

Event description:
Patient underwent total hip arthroplasty in 2007. During procedure, drill bits fractured during preparation for acetabular screw placement. It was reported that pt retained foreign fragments.